Event description:
It was reported that during an unknown procedure the retaining pin could not push to the end and the jaw could not closed. Changed to another one to compete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Results: damage pushrod the analysis results showed that the device was received with the pushrod cut off and with a reload cartridge reload present. The reload was received fully loaded with staples. The device show signs of user mishandling as the pushrod seems like it was cut off with pliers. No functional test was performed, however the device did open and closed as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.